Event description:
In the oicu, a nurse reported that the IV tubing broke immediately below the top of the blue insertion piece. Found when the tubing started leaking after an infusion of platelets was started. About 50cc of the product was lost. No pt harm. No additional info was available.

Manufacturer narrative:
(B)(4). The customer's report of the tubing breaking below the upper fitment was confirmed. The silicone tubing was observed to be ruptured near the upper fitment. The root cause of the ruptured tubing was not identified. Lot number was not reported. Based on the smartsite laser number, a review of the database found no quality issues during the manufacturing of this set for the failure mode reported.